Event description:
It was reported that during implant attempt, the lead had bad sensing values when positioned in the right ventricular apex. When attempting to remove the lead, the helix would not retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed and primary analysis revealed no anomalies. However, there was blood/body fluid on the distal conductor (not obstructed). The inner tubing was found to be kinked/buckled. Blood was present in/on the helix/lobe mechanism and sleeve head. Visual analysis revealed that there was apparent explant damage. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.